Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the implantable pulse generator (ipg) site. Surgical intervention was undertaken during which a new pocket site was created lower on the patient's flank for the ipg. The ipg was explanted per physician discretion and the replacement ipg was implanted in the newly created pocket site.